Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of plunger head ¿ damaged/stuck was not confirmed or duplicated during testing failure investigation office. Received on 12-mar-2026, pca device was received unboxed and with paperwork. The plunger head moved up and down with no issues, the stated problem was not confirmed or duplicated during testing failure investigation office. No faults found. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to calibrate the unit. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had plunger head - damaged/stuck. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had plunger head - damaged/stuck. There was no patient involvement.